Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was returned and evaluated against the reported event. Visual inspection of the head found dings on the rim of the head. The outer radius is scuffed such that the finish has become hazy and dull. The exposed surface of the taper is dinged and scratched and a cut has been made in the insert. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 562450. 139256 ¿ m2a magnum taper insert ¿ 221630. 103204 ¿ taperloc femoral stem ¿ 683030. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09474.

Event description:
It was reported patient is scheduled for hip revision approximately 9 years post implantation due to significant pain, tissue destruction, bone destruction, metal wear, metal poisoning, and limitation of daily activities. No revision surgery has been confirmed to have taken place at this time. Attempts have been made and additional information on the reported event is unavailable at this time.